Manufacturer narrative:
1/5/16 - added the model name and PMA number according to berlin. The serial number is still unknown as well as the manufacture date. Upon receipt, the lead under complaint was subjected to an extensive analysis. The serial number was unreadable. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated damages at the lead's distal part. The is-1 connector, the modules of the inner and outer coils were found separated from each other. The inner coil was found deformed in this area. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages, tensile forces during the explantation procedure should be taken into consideration. The cuttings in the insulation most likely resulted from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation from boston scientific. The serial numbers on the lead are unreadable. Should additional information be received, this file will be updated.